Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was having trouble interrogating the insertable cardiac monitor (icm) and pairing the monitor to the phone. On interrogation with a merlin patient care system (pcs), the device could be selected but showed the message "connection problem." The same message came up when trying to pair the monitor with the phone. A magnet was placed on the icm for 30 seconds, but the same message came up. Another programmer was used, but the same message showed up. It was suggested that the icm was at elective replacement indicator (eri) or end of service (eos). The patient came for an in-clinic check at the end of july, but due to the communication issues with the patient's phone and icm, there was a lot of information to download and was not downloaded completely. Therefore, many electrograms were "invalid." No changes were made. The patient was stable.